Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported connector anomaly was confirmed in the laboratory. Silicone material was found inside each set screw hex cavity that prevented full insertion of the torque driver into the hex cavity.

Event description:
It was reported that during a device change out due to normal eri, the rv lead was found to be stuck into the device header. As a result the lead was capped.